Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 05/03/2016. Results: a sample was not returned for evaluation. A review of the device history record was completed for lot# 5127846 and for lot# 5215770. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked out of the luer lock of a 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. No injury, blood exposure or medical intervention reported.